Manufacturer narrative:
Other applicable components are: product ID: 37601, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient said they were supposed to get a new implant battery because they were having side effects from the dbs therapy and the ins battery was low. The patient explained that they had trouble with their tourette¿s (the patient stated that was why they had the device implanted), so they had to turn off the ins. The patient checked the therapy with patient services over the phone and confirmed the ins was on and set at 3.0v on both sides and on group d. It was said to have started when the patient was initially implanted.